Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the right coronary artery. Following normal preparation, a 5.00 x 16mm synergy megatron drug-eluting stent was advanced for treatment. After the stent balloon was inflated at nominal pressure, the balloon was deflated; however, it got stuck within the stent and had to pull hard to get the balloon out. Multiple attempts were made to deflate and pull the device, but the balloon remained stuck in the stent. Additional force was applied and the guide catheter was pulled out along with the balloon. A new guide catheter and an alternate device were used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis cannot be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established based on the available information as well as unavailability of the device for analysis. After the stent balloon was inflated at nominal pressure, the balloon was deflated; however, it got stuck within the stent and had to pull hard to get the balloon out. Multiple attempts were made to deflate and pull the device, but the balloon remained stuck in the stent.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the right coronary artery. Following normal preparation, a 5.00 x 16mm synergy megatron drug-eluting stent was advanced for treatment. After the stent balloon was inflated at nominal pressure, the balloon was deflated; however, it got stuck within the stent and had to pull hard to get the balloon out. Multiple attempts were made to deflate and pull the device, but the balloon remained stuck in the stent. Additional force was applied and the guide catheter was pulled out along with the balloon. A new guide catheter and an alternate device were used to complete the procedure. There were no patient complications. It was further reported that the target lesion was moderately tortuous and severely calcified. The stent was successfully deployed, and the balloon deflated slowly.